Event description:
Complainant used a contact lens cleaner and it burned their eyes. They stated that the cleaner had to be used with a neutralizer, but that the directions were not clear. Part of the directions are on the top of the box and it says to neutralize on the back of the box. They think the two statements should be together on the label.